Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: curved opening, flat creases and a weight test of the device was verified and the device was within specification. Microscopic analysis of the return device identified a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: - a curved striated opening assessed as surgical damage. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported rupture during introduction. Silicone gel was not in contact with the patient. Surgery was completed with a backup device.